Event description:
Per the pt's clinic, the pt experienced a decrease in performance. The results of an integrity test performed in 2008, indicated problems with several electrodes. The pt was explanted in 2009.